Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a dist. The prod is also sold in the USA. Lot# was not provided. The breathing circuit was tested using a pressure tester. It was also immersed in water to determine the source of the leak. Results: the pressure dropped beyond the given limit. The leak came from the water trap. Conclusion: the water trap was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. We have rec'd other complaints of leaking circuits with an occurrence rate of approx 0.0025% worldwide last yr.

Event description:
A hosp reported to our dist that an air leakage was observed in rt106 adult breathing circuit while setting up the ventilator. The leak test was conducted using pressure set at 210 cm h2o, but it was dropped to 195 cm h2o. Air leakage was detected between the water trap cap and the cup. This was found prior to use. No pt consequence was reporeted.